Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported that on the 13th day of wear, the sensor was reading continuously 'lo' (< 40 mg/dl), and the customer was experiencing the symptom described as "super hot". The customer had contact with a healthcare professional, and a laboratory blood glucose result of 990 mg/dl was obtained. The customer was treated with insulin over a gradual period of time (dose/type unknown). The results when plotted on a parkes error grid show the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.